Event description:
During cardiovascular bypass surgery, the fi02 was set to 85%. The user adjusted the fi02 and watched the setpoint continue to drop to a lower level then orginally intended. The user readjusted the setpoint to the intended level. Later in the case, the user readjusted the setpoint to 65% and turned away. A few minutes later the user noticed the arterial blood was very dark and observed that the fi02 was reading at 21%. The user corrected the set-point and completed the case without further incident. The patient was not injured.